Event description:
The manufacturer was notified on (B)(4) 2015 that on (B)(6) 2015 a mitroflow valve (lxa size 23) explanted after 2 years, 11 months due to severe stenosis.

Manufacturer narrative:
Result: review of the device history record is being conducted. Histopathological evaluation will be performed upon receipt of the valve.